Event description:
It was reported that at a device check approximately one month post implant that the device longevity was estimated to be only two years remaining. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).